Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a quick bolus alert while trying to deliver a quick bolus. The customer did not deliver the bolus. Prior to the alert sounding, the customer could not tell if he had taken too much time to deliver the bolus or not. Tandem technical support assisted the customer with delivering the bolus. The customer reported that the pump button was operating as expected and the button seems to be "fine". The customer's blood glucose was 195 mg/dl.